Manufacturer narrative:
Date of report: 06jun2019. Date received by manufacturer: 03may2019. The customer troubleshot with technical support. The customer was advised to replace the blower motor controller and blower. The customer declined further repair/service of the device and stated the unit would be retired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 02may2019. A follow-up report will be submitted once the investigation/repair has been complete.

Event description:
It was reported that there was no response from the ventilator when powered on. There was no patient involvement. The customer troubleshot with technical support. The customer was advised to replace the blower motor controller and blower.